Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3703 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "after flushing the patient's port and removing the huber needle the safety disc that slides down to the end of the needle to prevent unintended needle sticks only came about half way down the needle there did not seem to be anything obstructing the disc from descending down the rest of the needle but it would not come down as it should, discarded the needle appropriately in the sharps container so not available for evaluation needle came from the safestep huber needle set port access kit lot number refy3703".